Event description:
It was reported that during bench testing, the ventilator's turbine was not spinning. The ventilator also failed the leak test. The ventilator was not connected to a patient.

Manufacturer narrative:
Na